Manufacturer narrative:
The reported complaint was confirmed. The srt found upon inspection that the source of the issue was the roller pump pod board. The srt replaced the roller pump pod board. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump displayed a pump jam with no tubing installed. There was no patient involvement.